Event description:
The stapler/load would not engage or activate. The stapling could not be completed. Attempts were made to readjust the load onto the stapler but problem could not be resolved. A new stapler and load were used without difficulty.what was the original intended procedure?left lobectomy vatsdevice #1is this a laboratory device or laboratory test?nodevice #2is this a laboratory device or laboratory test?no